Event description:
The event involved a chemolock¿ that was reported to have leaked chemotherapy during use on a patient in the morning in the oncology infusion unit. The patient turned off the cadd pump at 08:00 and called infusystem number. The patient thought she may have rolled on it when she was sleeping causing it to disconnect. The total remaining volume was 12.6 ml when she arrived to the otu. Per the pharmacist, no further medication was infused and the patient was disconnected from the cadd pump. There was a patient involved, however there was no human harm reported.

Manufacturer narrative:
The device was not returned for evaluation. Without the return of the sample, a comprehensive failure investigation cannot be performed and a cause cannot be determined.